Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a lesion in the distal left circumflex coronary artery with a balance middleweight universal ii guide wire. The distal 2cm tip of the guide wire separated and remains in a coronary artery. Treatment, if any, was not reported. Another unspecified guide wire was used. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that the guide wire tip separated during use. Factors that may contribute to a material separation include, but are not limited to, material tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. Additionally, it was reported that the separated portion of the wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered difficulty during advancement and removal and the tip subsequently separated during use. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the guide wire/catheter, when resistance was met, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: g2 - report source: updated. H6 - health effect - clinical code: code 2687 removed and code 3165 added. Attachment medwatch report #(B)(4).

Event description:
Subsequent to final MDR report, the medwatch (B)(4) was received that states: "describe the event or problem: the tip of the bmw universal coronary guidewire broke off during a difficult coronary procedure in which we were able to advance the guidewire across the tightest lesion but could not follow it with any gear. We tried multiple microcatheters and balloon catheters, and during the rotation of a turnpike lp microcatheter to try crossing the lesion, the repeated stress on the that segment of wire likely resulted in its weakening. During removal of the microcatheter, the wire stuck to the inside of the microcatheter and then broke away from its distal tip. The distal tip remained embedded in the distal vessel where it was not felt to be of any harm. We continued with our procedure using a new wire in its place."